Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 200 mg/dl. Customer¿s current glucose value 122 mg/dl. Customer specified other relevant blood glucose level as 190 mg/dl, 300 mg/dl. The customer was treated with bolus. The customer alleged that the insulin pump was under delivering. Displacement test was performed and the insulin pump passed the test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this unit data was successfully uploaded on to carelink. No upload/download anomalies were noted. (B)(4).